Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level was 492 mg/dl. The customer treated with the insulin pump. The customer did not have any symptoms. Troubleshooting was not performed. The customer had pain at the site. The sensor will be returned but the insulin pump will not.